Manufacturer narrative:
The log file of the affected device was available for the investigation. Based on the log entries it could be determined that the reported error code and restart occurred due to a temporary internal deviation. A deviation within the electronic system will cause a software-controlled restart of the whole electronic system in order to correct the issue. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. During a restart the device generates a high-priority visual and audible alarm. After a successful restart, ventilation will be continued with the latest settings after not later than 12 sec. It can be concluded that the savina reacted to a temporary deviation within the electronic system as specified and posted a high priority alarm. The deviation could be corrected by the restart and the ventilation was continued - as reported - afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while using the device in niv CPAP mode, the user pressed the button to switch to bipap mode, then the device restarted itself. Df: 99.1137 occurred. After the restart the device worked again. No patient consequences reported.